Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was performed for the subject device lot number 9923515. Manufacturing location: (B)(4) (supplier: (B)(4)). Date of manufacture: 12may2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two stardrive screwdriver shafts malfunctioned and two to three screw heads stripped during a fracture of a hand procedure on (B)(6) 2017. It was surgeon¿s preference to remove the two or three screws as they were too long. While attempting to remove the screws with the screwdriver shaft, the tip of the screwdriver shaft broke. The broken tip remained stuck in the head of the screw. Another screwdriver shaft was used for the remaining screw(s) and the tip of the second screwdriver shaft bent. In addition, surgeon believed that the defective screwdriver shafts caused the heads of the screws to strip. A fifteen to twenty minute surgical delay was noted due to attempting to remove the screws using the screwdriver shafts, taking additional x-rays, and re-strategizing the remaining of the procedure. X-rays are not available for review. Surgeon decided to the leave the screws and broken tip implanted as it would be too difficult to remove. There are no plans to re-operate on the patient to remove the devices at this time. Surgeon proceeded with the case. Procedure was successfully completed without requiring other medical intervention. Patient status/outcome was reported as stable. One stardrive screwdriver shaft is broken and bent. One stardrive screwdriver shaft is bent. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device. Two 03.130.010 t4 stardrive screwdriver shaft with lot numbers 9923515 and 9923513 were returned and reported that one had become broken and one bent. This complaint condition was likely caused by frequent repeated use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.130.010 t4 stardrive screwdriver shaft is an instrument routinely used in the variable angle locking hand system (technique guide). The devices were returned and reported that one was bent and one broken. This condition is confirmed; there is a spiral fracture at the very distal tip of the one shaft which is indicative of failure due to twisting forces. The other shaft shows some deformation and wear at the outer distal corners of the lobes. Lot 9923515 was manufactured in 5/2016 and is less than a year old. Lot 9923513 was manufactured in 8/2016 and is less than a year old. The balance of the returned devices is in otherwise fairly good condition without much superficial wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.